Event description:
It was reported that a pinhole balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 5.0 x 150mm, 90cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy procedure. During the first inflation at 10 atmospheres, the balloon ruptured. After decompression, the balloon was able to be removed and the procedure was completed with another of the same device. There were no patient complications reported.